Event description:
During surgery, the blade started shedding out of the joint. The surgeon was able to remove some of the particles, but many were left in the knee.

Manufacturer narrative:
Device has not yet been returned for eval. (B) (4)